Manufacturer narrative:
Follow-up # 1 date of submission 10/13/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2016 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. All of the keypad buttons were unresponsive to button presses. The keypad cover was removed and there was no contamination observed under the button contacts. The pump was opened and no damage was found to the keypad flex connector. Unrelated to the complaint, investigation revealed that the audio bolus button cover was missing from the pump. The audio bolus button contact was found to be struck in the on position preventing button function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.